Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that there was a concern that the connectors had broken however x-rays shows intact. The cause of the ins feels more right under the skin was not determined. They still have some difficulty charging right away. Patient tried several programs and the device is working now. They will continue monitoring. It was reported that the issue was resolved. They are taking medication to address incontinence.

Manufacturer narrative:
Continuation of d10: product ID wr9220, lot# serial# (B)(6), product type recharger, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having difficulty charging the implanted neurostimulator. Patient states it will connect for a min but it won't stay. Patient states they've tried rebooting the recharger but that didn't resolve. Patient states they spoke with their manufacturer representative (rep) about this yesterday and they told the patient to call into patient services. Patient stated they noticed just yesterday that their ins feels more right under the skin. Agent had patient attempt a recharging session. Patient states it usually goes to the searching screen after it jumps off. Patient also mentioned feeling zapping like crazy yesterday when they put the recharger directly over the skin. Patient states they couldn't necessary tell where the zapping was coming from. Patient was able to established an excellent connection for most of the call. It did jump off once, but patient tried leaning forward while sitting which seemed to resolve the issue. The caller was redirected to their healthcare provider to further address the issue if it persists.

Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.